Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) underwent a cardioversion. Low out of range right ventricular (rv) lead shock impedance measurements were exhibited and the crt-d recorded a code 1004 indicative of a short circuit condition during shock delivery. The rv shock lead impedance rose again after the recorded code. Boston scientific technical services (ts) was consulted and recommended system replacement. The crt-d system was explanted and replaced, the rv lead was explanted due to advisory/recall and successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).